Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with an uncomfortable feeling in both eyes one day post lasik. The patient was noted to have an inflammatory reaction of the inferior flap. A flap lift and rinse was performed and the topical steroids were increased. Punctal plugs were placed in each eye. Additional information received states that the patient was seen in follow up and started on an oral antibiotic and a culture was taken. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Root cause could not be determined as the system is performing within specifications and as intended. (B)(4)